Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that diaphragmatic stimulation had occurred. Reprogramming was performed, the stimulation returned and reprogramming again was performed. The patient's shortness of breath was noted to be unrelated to the product performance.

Manufacturer narrative:
Concomitant medical products: evolutr transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "somethings jumping in there or twitching in there" and the device is "jumping" in the patients chest. The patient further reported that reprogramming was done at the clinic but did not resolve the issue and that "it's not working". It was further reported the patient continues to have some shortness of breath however this was noted by the patient to have been present prior to implant. The lead remains in use. No further patient complications have been reported as a result of this event.